Manufacturer narrative:
Add'l MFR narrative: this event occurred outside of the u.s., due to international privacy laws, the pt info was not provided.

Event description:
It was reported that during a procedure using the super turbovac 90 icw, the surgeon was unable to get the device to ablate or coagulate. This resulted in a 30 minute surgical delay, however, the procedure was completed without any further pt complications.